Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided . Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a biodesign or surgisis tension-free urethral sling, on (B)(6) 2010, at (B)(6) medical center in (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.